Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that prior to a procedure, when they went to open the package, they found a small area that was not sealed. The device was not used and will be returned along with the packaging.

Manufacturer narrative:
(B)(4). The package was returned having been partially opened. The package showed evidence of seal adhesive transfer from the tyvek onto the blister indicating that the package had been completely sealed prior to being opened. The package was peeled open on the rest of the package to verify seal. Adhesive transfer was observable on entire circumference of the package. It cannot be determined at what point the package was opened. Complaint event could not be verified. Batch history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.